Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no relevant clinical medical information was provided to conduct a thorough medical assessment. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that after surgery, patient had right knee total ankylosis and was resolved through hospitalization and a manipulation under anesthesia.